Manufacturer narrative:
The customer did not supply patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed an initial visual inspection of the instrument and did not note any issues. A high sensitivity system check, twenty (20) replicate wash buffer precision run and a five (5) replicate qc precision run were performed. All testing passed with the exception of the qc precision run which failed. The fse had the customer use fresh reagent and repeat the precision run. This test also failed due to imprecision. The fse returned to the customer's site on january 13, 2015 and replaced the precision pump. All verification testing passed within published performance specifications. In conclusion, the instrument precision pump was causing imprecision upon sample testing. The fse was able to correct the issue by replacing the precision pump. All mdrs associated with this event: 2122870-2015-00093.

Event description:
The customer reported obtaining a non-reproducible, falsely elevated troponin I (access accutni+3) result for one (1) patient on the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The customer reanalyzed the patient's sample on their alternate access 2 immunoassay system (serial number (B)(4)) and obtained a lower access accutni+3 result within the customer's normal reference range. The customer stated the falsely elevated access accutni+3 result was not reported outside the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customer reported additional non-reproducible access accutni+3 results two days later on (B)(6) 2015. MDR 2122870-2015-00093 will address those results. The customer noted quality control (qc) and the system check were performing within expected ranges. The patient's sample was collected in a lithium heparin plasma tube. The sample was then centrifuged at 3,970 rpm (revolutions per minute) for five (5) minutes. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument.